Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03084 and MFR. Report # 3005099803-2011-03085).it was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted outside the patient that the balloon was broken, it appeared melted. A second stonetome sphincterotome was obtained, it was noted outside the patient that the balloon was broken, it appeared melted. There was no damage noted to the packaging. The procedure was completed with another stonetome sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the working length was twisted, the balloon was ruptured and appeared melted. A functional evaluation found that the device was able to bow within specification.during manufacturing, tome devices are 100% inspected so the ruptured/melted balloon is likely due to handling of the device during preparation. Therefore, the most probable root cause is handling damage.the device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03084 and MFR. Report # 3005099803-2011-03085). It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noted outside the patient that the balloon was broken, it appeared melted. A second stonetome sphincterotome was obtained, it was noted outside the patient that the balloon was broken, it appeared melted. There was no damage noted to the packaging. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.